Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015543. From the information provided by the customer it appears that a leakage was observed from the maxzero during connection with an unknown product, however no further information was available to clarify the exact failure being reported. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015543 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked medication during use. The following information was provided by the initial reporter, translated from portuguese to english: "valve connector sneezes when taking medication, as if it were cracked or disconnected, but it is intact."